Event description:
It is reported that pt underwent a revision due to detachment of the glenosphere from the baseplate. The glenosphere was re-implanted onto the baseplate during the procedure.

Manufacturer narrative:
Eval summary: the tm reverse surgical technique states" if unable to visually confirm an even, circumferential engagement of the glenosphere to the base plate, consider the use of a fluoroscope to aid in the confirmation. Seating of the glenosphere to the base plate can be examined in the axillary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the base plate." It also states: "reconfirm uniform engagement between the base plate and glenosphere by using a small angled or 90 degree clamp to assess for malalignment gaps anterior to posterior, as well as inferior to superior." This is performed after impacting the glenosphere on the base plate. Operative notes and x-rays were stated as being unavailable for review. Without operative notes and x-rays, it is unk if these checks were performed or if the glenosphere was initially circumferentially seated. Cause cannot be definitively determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications. No other complaints of any type have been reported for these lots. The investigation could not verify or identify any evidence of product contribution to the reported problem.